Event description:
Allergan aesthetics received a report that a coolsculpting unit was leaking. Coolant leaked from the back of the machine between the upper and lower modules. Leak was observed during treatment. There was no patient or provider safety impact.

Manufacturer narrative:
Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: d1.

Event description:
Upon further review of the reported event, there is no control unit leak.